Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The devices were reported to have been sent out for cultures by facility. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported that a patient had undergone an achilles speedbridge procedure on (B)(6) 2018 during which a bio-composite achilles speedbridge with jumpstart implant system, ar-8928bcj-cp (lot 10158865), was implanted. 7-10 days post op the patient tested positive for staph infection. Patient was prescribed on round of IV antibiotics, but symptoms were still present. Surgeon decided to perform a second surgery which took place on (B)(6) 2019. The second procedure was performed at a different facility by the same surgeon who performed the original procedure. During the second surgery the surgeon explanted the fibertape and tigertape which are components of the ar-8928bcj-cp bio-composite achilles speedbridge with jumpstart implant system. The bio-composite anchors from the implant system were not explanted and remain in the patient. No devices were implanted during the second surgery.